Event description:
Healthcare professional reported "late seroma, capsular contracture baker grade iii, and concern with the product." The device remains implanted.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.